Event description:
A medtronic representative reported that while in a surgery, the 4.75 solera driver tip was bent. The surgeon used a different driver to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier and age were not available from the site at time of this report. RMA issued. Replacement solera screwdriver shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds the tip of the driver is twisted also the instrument is well worn. The deformation, mechanical failure, directly caused the event.